Event description:
Account called and alleged that the head panel will drift down very slowly when weight is applied. There were no injuries reported from this issue.

Manufacturer narrative:
Repair has not been completed at this time.